Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication that a device malfunction contributed to the adverse events. Investigation results suggest/indicate in addition to the transapical procedure itself, patient factors (heyde¿s syndrome, low blood pressure prior to rvp, preexisting pericardial adhesions, small left ventricle) likely contributed to the cardiac tamponade and procedural hypotension. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transapical tavr procedure, a 26mm sapien xt valve was successfully deployed in a 90:10 aortic/ventricular (a/v) position as intended. Post valve deployment, hypotension persisted. Coronary artery stenosis was ruled out by transesophageal echocardiography (tee). Suspecting a ¿suicide left ventricle¿, vasopressor was administered and additional volume was loaded. Following 3 minutes of cardiac massage, the blood pressure (bp) increased. No abnormality was confirmed by coronary angiography. Following the closure of the apical access, cardiac tamponade, due to a preexisting pericardial adhesion, was noted. Pericardial adhesiolysis and blood aspiration were performed. The cardiac tamponade subsided and the bp recovered. No cardiac injury or abnormal bleeding occurred during the procedure. At the time of the report, the patient was reported to be doing well. The native annular diameter measured 22.0mm by CT. Mild valvular calcification and no aortic root calcification was reported. A small left ventricle was reported. It was speculated that the insertion of the ascendra+ sheath narrowed the small left ventricle and reduced the cardiac output, contributing to the procedural hypotension. The patient bp was also reported to be ¿too low¿ prior to the rapid ventricular pacing (rvp). It was also perceived that, due to the preexisting pericardial adhesion, blood which leaked into the pericardium upon obtaining the apical access, was not spontaneously excreted during the procedure, resulting in the cardiac tamponade. The sapien xt valve remains implanted in the patient. The sheath and delivery system were discarded post procedure and are not available for evaluation. There was no allegation of a device malfunction or valve dysfunction.